Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3710 on a vitros 5600 integrated system. A definitive cause of the non-reproducible, higher than expected vitros tropi es result is likely related to pre-analytical sample handling. The customer is not following the tube manufacturers recommendations for centrifugation speed and time. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed based on historical quality control results, a vitros tropi es lot 3710 reagent performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3710. There was no evidence of an instrument malfunction and within-run diagnostic precision testing on the vitros 5600 integrated system was within acceptable guidelines. Additionally, a tsc review of e-connectivity indicated the customer was performing microwell incubator maintenance correctly. An instrument issue is an unlikely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample tested using vitros troponin I es (tropi es) reagent lot 3710 on a vitros 5600 integrated system. Patient 1 initial sample, vitros tropi es result of 0.237 ng/ml versus the expected result of 0.018 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).